Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) undersensed an atrial signal, which resulted in inappropriate anti-tachycardia pacing (atp) and shock. Technical services (ts) suggested reprogramming options. The device remains in use. No additional adverse patient effects were reported.